Event description:
It was reported that the patient was on their 4th attempt at an EKG as the patient was scheduled for an unrelated procedure tomorrow morning and they believed something was wrong with the dbs device. The caller stated the dbs was turned off, and saw 'my therapy is off' in the dbs therapy app. They stated they had gone to the cardiologist office twice, and now were at the primary doctor office for the second time and the EKG lines were next to each other and wiggly, not long or smooth, and was reading the patient's heartrate (hr) at 180-200, and then later 195 and the caller stated the patient's hr could not be 195 as the hcp checked with the pulse ox and had showed normal. The caller stated they had tried multiple EKG machines, but they still got an inaccurate reading each time. The caller stated the patient was laying down and was not moving or shaking. The caller stated this was the 2nd time an issue had occurred as in the past, the patient had an MRI done with the dbs turned off. When the MRI was done, the patient had a headache and felt burning sensations. They met with the neurologist and had a CT performed. The caller stated they did not know what was going on with the patient's dbs and they were worried. When asked event date details, the caller stated they were not sure and this was the patient's first time for a pre-op visit as the last time, the patient had an emergency procedure on their gallbladder and the caller was not present. They stated the neurologist sent their physician assistant who had the ipad and they were not sure what they saw or experienced or if something different happened for them when they turned the patient's ins off. The call agent reviewed and redirected caller to the patient's hcp.  Additional information was received from the manufacturer's representative (rep) who reported that they had the patient representati ve call to walk through how they were turning the device on/off. Per the description, they were doing it correctly. The doctors were still unable to do EKG's in the "off" condition.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.